Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the office for device check, post sensed t- wave oversensing was observed. The programming changes were not suggested at this time. The patient was stable.